Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
At 2:42 p.m., the customer obtained blood glucose readings of 508 mg/dl on a contour next link 2.4 meter and 162 mg/dl on a contour next meter. The customer had no symptoms of hyperglycemia. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meters were sent to the customer.